Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b3, b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.